Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first four staples appeared misaligned. The stapler was returned with 35 staples remaining in the cover block. The trigger was not returned engaged and no clear evidence of use in the form of biological material was present on the device. Dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple misfired. To simulate insertion, an attempt to fire the remaining staples was made by firing into a simulated skin pad. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. No flash was observed within the cover block. In addition, die casting anomalies were discovered on the forming tool. A nonconformance was opened by the manufacturing site to further investigate this issue. Per DHR the product visistat 35r 6/box lot # 73k2200706 was manufactured on 10/24/2022 a total of (B)(4) pieces. Lot was released on 11/07/2022. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of misfire/jamming - misaligned staples was confirmed based upon the sample received. Visual examination revealed that the first four staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented the remaining staples from firing correctly. The sample was disassembled. Die casting were observed anomalies on the forming tool. No flash was discovered in the cover block. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "hospital reported that our skin stapler got issues cannot work to close the wound". At the time of this report, the customer has not returned our requests for additional information.